Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for implant for a patent foramen ovale with an associated fenestration. During deployment of the left atrial disc, cupping/tuliping/mushrooming of the left atrial disc was noted. Multiple attempts were made to recapture/redeploy the device in its correct configuration but no success. A decision was made to attempt to implant a 30-25mm amplatzer talisman pfo occluder as another 30mm multi-fenestrated septal occluder - cribriform was not available in house. A staff member was sent to a neighboring hospital to procure another 30mm amplatzer multi-fenestrated septal occluder - cribriform in the meantime. The replacement talisman pfo occluder also experienced the same cupping/tuliping deformation of the left atrial disc and was removed. A decision was made to implant the second replacement 30mm amplatzer multi-fenestrated septal occluder - cribriform and to wire the device through the fenestration and not the patent foramen ovale. New device was deployed and implanted. The patient remained hemodynamically stable throughout the procedure. It was reported that there was "just delay in procedure troubleshooting the device. No injury to the patient." Neither deformed devices were ever released from the cable and there was no angulation/kink observed with the delivery system. It is unknown if there were interactions with cardiac structures, but the physician alleged that the device was deforming due to anatomical reasons. No adverse patient effect was reported. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident appears to be related to anatomical interference.